Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-06. Technical services talked with the rep again. The rep wanted to clarify that the patient didn't have a specific complaint about their recharge frequency, and the rep was only providing recharge frequency information that was reported to them by the patient. The patient did not have a specific complaint about their recharge frequency per the rep. The ins was changed to a new model on (B)(6) 2019. They are not sending the old ins back for any analysis as there wasn't any complaint about ins function. The patient¿s weight is unknown. The event and notify date are not relevant since there is no complaint. However, the rep did have a conversation with the patient about their recharge frequency on (B)(6) 2019. Per the rep, they had discussed this information with the managing healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient is charging more frequently as their ins battery capacity has depleted with time. They were originally charging every 7-10 days and now are charging every 3-4 days. The rep doesn't know if the patient is changing their settings or if the patient¿s settings have changed over time in general. Technical services used the following for a calculation of what the recharge interval would be for their ins. Program 1 was at 5.7 volts, 450 microseconds, 2 cath, 1 anode, 977 ohms, at 5.8 ma and program 2 was at 2 cath, 1 anode, 6.6 volts, 450 microseconds, 1935 ohms, at 3.4 ma. Using 55 hertz instead equals 7.7 days / 6.5 days. The rep noted that the patient is having their ins replaced due to nearing end of service (eos) so the technical services agent did not pursue any further troubleshooting on this topic. This is a routine replacement. The rep was calling to know what the recharge interval would be with the new device. Technical services reviewed information. There were no patient symptoms reported and no complications reported.